Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify missing segments or partial display anomaly and motor error alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm and display had lining that makes customer hard to read. The customer¿s blood glucose level was 26.2 mmol/l at the time of the incident. Customer stated that drive support cap was normal. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed displacement test and it was passed. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.